Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump got pressed into a chair and the touch screen became shattered and non-functional due to the screen damage. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.